Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that the tube is pushed off the needle with a bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin. The following information was provided by the initial reporter: (2 of 2 complaints) first tube gets pushed off the eclipse signal needle. Complaint has been reported several times before, but this time lot numbers were reported too. Eclipse needle in combination with rst tube.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 190411, medical device expiration date: 2020-06-30, device manufacture date: 2019-10-16, medical device lot #: 190316, medical device expiration date: 2020-05-31, device manufacture date: 2019-09-25, " initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tube is pushed off the needle with a bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin. The following information was provided by the initial reporter: (2 of 2 complaints) first tube gets pushed off the eclipse signal needle. Complaint has been reported several times before, but this time lot numbers were reported too. Eclipse needle in combination with rst tube.